Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance and high pacing thresholds. The device was programmed to vvir mode. The physician elected not to replace the lead and use the existing lead for sensing only. The patient&#38112;condition was good.